Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00514 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure to treat her cystocele on (B)(6) 2010. The procedure was completed with no complications and she was released from the hospital within a few days post-implantation. Post-implantation, the patient presented with vaginal pressure and pain, vaginal bleeding, dyspareunia, and continues to experience pervasive vaginal discomfort (date/s of onset unknown). All other information is unknown and reportedly unavailable.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00514 pertains to the other device.it was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure to treat her cystocele on (B)(6), 2010. The procedure was completed with no complications and she was released from the hospital within a few days post-implantation. Post-implantation, the patient presented with vaginal pressure and pain, vaginal bleeding, dyspareunia, and continues to experience pervasive vaginal discomfort (date/s of onset unknown). All other information is unknown and reportedly unavailable.